Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas exhibited a nonfunctional sleep/wake button and subsequently would not power on despite not being depleted, prompting transition to backup therapy and shipment of a replacement; later, the replacement reportedly would not charge, and the user elected to use another available ilet. Symptoms included no device alarms or alerts and no reported adverse clinical effects. Outcomes included temporary interruption of intended therapy and use of backup and alternate devices. Investigation included customer troubleshooting and education, device replacement, and follow-up calls. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.